Event description:
The rotablator device was used to treat a restenotic stent in the left anterior descending. After successful ablation and upon removal of the burr, the pt experienced severe vessel spasm and hypotension. A cascade of events then occurred that ultimately lead to the pt's death. Per the physician, none of the events that happened appear to be related to the product.